Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2011; 694765, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had early battery depletion and that the right ventricular (rv) lead had high thresholds. It was noted that the physician felt it was early depletion even for the rv high thresholds. The device was explanted and replaced, and the rv lead remains in use. Additionally it was reported that the post implant of the generator change the patient had diaphragmatic stimulation which caused them to go to the ER (emergency room). It was determined that the left ventricular (lv) lead had caused the diaphragm stimulation. The outputs for the lv lead were decreased and the capture management was set to monitor only. The lv lead remains in use. No patient complications have been reported as a result of this event.